Event description:
It is reported that the device was implanted in 2002, and revised in 2009, due to wear of the articular surface and loosening of the femoral component.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. The device was in vivo for approximately 7 years. There are various causes for wear of the articular surfaces including but not limited to: the presence of third party particles, improper placement of the component parts, misalignment of the knee, patient height, weight, muscle laxity, medical history, and activity level. Based on the available information a definitive root cause can not be ascertained at this time. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc. Considers the investigation closed.